Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump displayed a minimum fill message after the customer loaded approximately 100 units of insulin into the cartridge. Customer was able to fill the cartridge with more insulin and successfully load the cartridge onto the pump. Customer's blood glucose level was not impacted.